Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The involved device was not returned to the manufacturing facility and the lot number is unknown. Therefore, the investigation was based upon evaluation of user facility information and a current product sample. ((B)(4), lot# 150826). Visual inspection revealed no defects. Magnifying inspection revealed no defects. The outside diameter was measured and confirmed to meet manufacturer specifications. The urethane layer was removed from the core wire intentionally to check the state of adhesion of the urethane layer to the core wire. No defects were revealed. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no indication that this event was related to a device defect or malfunction. The current product sample was verified to meet manufacturer specifications. Based on the information available and with no return of the actual sample, the cause of this complaint cannot be determined. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) "do not use the guidewire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Actual device not returned.

Event description:
The user facility reported separation of the urethane layer in the radifocus guidewire m device. Follow up communication with the user facility reported the following information: (1) it was reported the user facility used the involved device with a metal needle during an angiography; (2) the urethane layer of the involved device was separated from the wire and remained under the skin; (3) it was reported the actual device was discarded by the user facility.